Manufacturer narrative:
A field action was conducted on (B)(4), 2010 per recall number 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action however, it is unknown if a drop down stem was used. If a drop down stem was not used, it is likely that the lack of a drop down stem contributed to the tibial loosening. With the information provided, a cause cannot be determined for the reported femoral component loosening. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to loosening of tibial and femoral component with severe functional limitation.